Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced adhesive failure on (B)(6) 2026, as two infusion sets came off due to not sticking. The patient replaced the infusion set. No further information available.